Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: MDR ID 2134265-2015-06371. It was reported that a rotawire detachment occurred and the head of the burr fell off. A rotawire and 1.50mm rotalink¿ plus were selected and advanced to treat the target lesion. During preparation, outside the patient, flushing was performed according to directions. When the rotablator rotational speed was observed to be low during testing thus, the physician increased the rate. The physician then observed a strong smell of burning. It was then noted that the rotawire snapped into two and the head of the burr fell off. No further rotablation was performed. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: device returned for analysis. A visual inspection revealed a guidewire detachment due to rotational wear in the middle of the device. The distal section was not returned, 200cm from the proximal section. Also it has the wire kinked in the middle of the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: MDR ID 2134265-2015-06371. It was reported that a rotawire detachment occurred and the head of the burr fell off. A rotawire and 1.50mm rotalink plus were selected and advanced to treat the target lesion. During preparation, outside the patient, flushing was performed according to directions. When the rotablator rotational speed was observed to be low during testing thus, the physician increased the rate. The physician then observed a strong smell of burning. It was then noted that the rotawire snapped into two and the head of the burr fell off. No further rotablation was performed. No patient complications were reported and the patient's condition was stable.